Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and was likely to be simethicone - however, the material in the channel was unable to be further specified. Moreover, there was no noted physical damage where the foreign material remained. It was presumed that foreign material may have remained since handling by the user deviated from the instruction manual, as it was reported that infacol was used in the water bottle. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): "instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. The following instruction manual shows how to prevent the event. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, up/down/left/right angle (not to specification), up/down/left/right angle play (play evident), light cover glasses cracked, light cover glasses adhesive worn, optical cover glass adhesive worn, distal end adhesive worn, identity badge missing, hole in the button and scope connector had water leakage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis lucera elite colonovideoscope had sticking angulations. Upon inspection and testing of the customer returned device, white crystal foreign material (simethicone type product) was found clogged in the scope air/water channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.